Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time getinge service has not been requested for this event. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) continued to alarm "unable to calibrate optical sensor message". The customer stated that the iabp was swapped out to continue therapy. No patient harm or adverse event was reported.